Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was not connecting. A field service engineer disassembled the drawer and repaired the secured divider between the drawers. The retractor band was cleaned, after which the drawer was reinstalled and connected. The drawer was then booted and configured. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was not connecting. The customer reported that the user was not able to remove/issue medication to the patient during the malfunction. There were no adverse events or injuries reported based on this event.